Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the tortuous obtuse marginal artery with heavy calcification. The 2.0x12mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion with difficulty due to the anatomy and the balloon was inflated; however, the balloon ruptured during the first inflation at 8 atmospheres. There was also resistance with the lesion during removal. A new trek balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.